Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty front panel. However, the specific cause of the faulty front panel was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that the light-emitting diode had a malfunction due to faulty front panel . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit¿s flow value of the light-emitting diode s(green)was off. The issue occurred during an inspection for use. The intended procedure was completed. However, it is unknown if it was completed with a similar device there were no reports of patient harm.